Event description:
It was reported that the patient had pain. Patient reports that pain started approximately 7-8 months ago. Patient has pain when she had been sitting and when she tries to stand up, she has difficulty walking and it is very painful. Patient also states that she has a hard time walking generally. She has had a MRI and x-rays. She wants to know if her implant was recalled.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident hip. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and difficulty walking involving a size 3 132°accolade ha stem was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿no documentation of the complaints noted in the event description is available. There is no indication that any of the implants in this case were subject to a recall. Based on the information available for review, there is no indication that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated no documentation of the complaints noted in the event description is available. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No specific catalog numbers or lot codes were reported. The device was reported as size 3 132°accolade ha stem. Additional devices reported were: unknown 50 trident ha shell; unknown 32 alumina insert; unknown 32/0 alumina head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient had pain. Patient reports that pain started approximately 7-8 months ago. Patient has pain when she had been sitting and when she tries to stand up she has difficulty walking and it is very painful. Patient also states that she has a hard time walking generally. She has had a MRI and x-rays. She wants to know if her implant was recalled.